Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the patient will be re-evaluated at the next follow-up appointment and alternate shock vectors will be assessed if the trend continues to worsen. This product remains in service. There were no adverse patient effects.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Boston scientific technical services (ts) was contacted for assistance. Ts reviewed device data and noted the shock impedance had been steadily increasing for the past year. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The system was subsequently removed from service. The boston scientific sales representative stated there were no obvious signs of damage to the lead or the device header. The device is expected to be returned for testing. This investigation will be updated should further information be provided.